Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 10:05 pm was >8.0 inr. At 10:08 pm, the result was 7.3 inr. At 10:22 pm, the result was >8.0 inr. On (B)(6) 2018 at 12:00 am, the laboratory result was 5.5 inr. The laboratory method was requested but was not provided. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies or anemia. The therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The strip used were all used and discarded. Therefore, they could not be returned for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.